Manufacturer narrative:
Further information was requested but not received.

Event description:
During remote monitoring, noise was observed on the atrial channel. No intervention was performed at this time. The patient was stable and will continue to be monitored.